Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between july 28-30, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid in the device's bladder which suggests under infusion may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred starting december 2025 to january 2026. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume folfusors under-infused; the devices did not empty sufficiently. This was observed during patient infusion with antibiotic (piperacillin/tazobactam and flucloxacillin) and chemotherapy (fluorouracil) infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.